Event description:
During lle angiogram with endovascular intervention, cat3 aspiration 0.032 in 150cm catheter broke off at distal left peroneal artery. Catheter portion that broke off was successfully retrieved by interventional radiologist. No further action needed.